Manufacturer narrative:
Additional information added to: d10. A visual inspection confirmed the customer's report that the tubing had separated from the tubing joint of the smartsite y-site. A closer inspection. Did not identify any obvious signs of solvent at the joint of the affected component. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that is likely to have occurred as a result of the application of an insufficient amount of solvent at the tubing joint; this is a manual process and is likely to have occurred due to human error. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause could be lack or insufficient solvent applied.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.